Event description:
During a procedure, electrical issues resulted in the procedure being cancelled. It was noted that the workmate claris computer was repeatedly powering down and booting up by itself. The procedure was abandoned and there were no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One claris display workstation (dws) z640 was received for evaluation. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an intermittent memory module at location cpu0 dimm8. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.